Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that approximately 11 months post-implantation patient experienced sore bilateral hips due to a nerve deficit related to the right initial knee arthroplasty.